Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it remains in the patient and pushwire likely discarded therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if axium prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of anterior communicating artery aneurysm, this coil prolapsed in the parent vessel. It was reported that 5 coils were implanted successfully in the aneurysm. Then physician attempted to put reported coil, but coil prolapsed into the parent vessel. The physician kept manipulating and attempting several times to deploy this coil, but coil would not deploy and fit into the aneurysm. Decided to remove this coil and coil got stretched. A part of the coil in the aneurysm part that stretched all the way down in the common carotid. The coil would be tacked down they placed a non-medtronic stent in the common carotid over the stretched coil. No more coils used after this one. No patient injury was reported. The patient woke up fine without any complication.